Manufacturer narrative:
Depuy spine has requested return of the screwdriver. A follow up report will be filed upon receipt of the instrument and completion of the eval.

Event description:
International affiliate reports the tip of the screwdriver broke off during screw insertion. The surgeon then attempted to insert a screw of the other side of the construct (same level) with second screwdriver and the tip of that driver also broke off. An attempt to remove both driver tips was unsuccessful. Both screws were fully seated within the screw heads and the surgeon was able to insert the rod and secure it in place. The surgeon stated that the broken screwdriver tips did not compromise the case. The pt was reported to have extremely hard bone. As an unintended portion of the instrument remains in the pt, this medwatch report is being submitted to document this event. Mfg medwatch report #1526439-2010-00131 is being filed for the second screwdriver that was involved in this event.